Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed that the integrated electro surgical unit (iesu) was not working and had a c-01 error displayed. The fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the iesu involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and reproduced the customer reported complaint (c-01/c-00 errors). The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the original equipment manufacturer (OEM) for repair. Upon visual inspection, the returned unit was found to be in good condition. The complaint of getting (c-01/c-00 errors) was confirmed based on the field evaluation and failure analysis, which indicated that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the integrated electro surgical unit (iesu) would not activate and an error code c-01 was displayed on the screen. The customer stated that they were trying to place ports with a monopolar pen but were getting an error message and no energy was activating. The customer decided to convert the case to a laparoscopic procedure. No troubleshooting was performed at the time of the call. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed, and the procedure just started when the issue was identified; the iesu was not delivering energy and an error c-01 was displayed. Troubleshooting was performed with technical support, but it did not resolve the issue. Technical support suggested turning the unit off and restarting, but the customer already had done that. They also suggested unplugging the back of the iesu and plugging it back in. The customer also tried that, without success. The surgeon believed the issue was due to a malfunction of the iesu. There was no issue noted during the system set up and ports placement. The procedure was completed with no injury to the patient.